Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Noticed a number of needles...were also blocked.

Event description:
It was reported that some bd nano¿ pro ultra-fine¿ pen needle were blocked. The following information was provided by the initial reporter: "noticed a number of needles...were also blocked".

Manufacturer narrative:
The following fields were corrected with the following information. B5: it was reported that some bd nano¿ pro ultra-fine¿ pen needle were blocked. The following information was provided by the initial reporter: "noticed a number of needles...were also blocked". D8. Device single use? No. D9. Dev serviced by a 3rd party? No. D10. Device available for eval? No. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.